Manufacturer narrative:
Title: staple line complications without reinforcement, with oversewing and with buttressing using oxidized regenerated cellulose in laparoscopic sleeve gastrectomy, randomized comparative study source: bariatric surgical practice and patient care / doi: 10.1089/bari.2021.0033. Concomitant product: unknown stapler, unknown stapling device, lot#: unknown .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between march 2017 and march 2019 to compare the outcomes of stapling with no-reinforcement, staple line oversewing and staple line buttressing with oxidized regenerated cellulose (orc) in laparoscopic sleeve gastrectomy (lsg). 100 patients underwent lsg without reinforcement, 100 patients underwent lsg with oversewing of the staple line, and 100 patients underwent lsg with staple line buttressing by using orc. In all patients, a laparoscopic linear stapler was used and a methylene blue test was performed to check the staple line. Complications included intraoperative staple line hematoma, intraoperative leak, postoperative bleeding and postoperative leak. The hematoma was resolved by using titanium clips and the intraoperative leak required oversewing. Bleeding was treated with blood transfusions or laparoscopic exploration. One patient with a staple line leak underwent upper gastrointestinal imaging and was treated with endoscopic stenting.